Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis and a surgical intervention. Toward the end of the procedure, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded an unspecified volume of fluid. Patient was reported to be hemodynamically stable at the time of complaint report. Subsequently, a sternotomy was performed. Patient required extended hospitalization as a result of the adverse event. Condition improved and the patient recovered. There were no patient factors cited that may have contributed to the adverse event. It was suspected that the patient may have had a connective tissue disorder. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the adverse event likely occurred during ablation. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unspecified needle and a st. Jude medical agilis sheath. Generator was set on power control mode at 40 watts. There is no information regarding generator parameters, other generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. It was noted that there were no abnormal increases in temperature or impedance. Power was not titrated during ablation. Irrigated catheter flow was set at 30 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained in the therapeutic range of 300-350 seconds. There is no information regarding spi value. Thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter. The thermocool® smart touch¿ bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit (piu). Carto 3 system did not indicate to re-zero the catheter. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.